Manufacturer narrative:
The associated device was returned and evaluated. The lab analysis concluded that the components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The articulating and non-articulating surfaces of the insert are worn with some discoloration. The post was fractured off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient complained of looseness and clicking in left knee. This adverse event was solved by a revision surgery on (B)(6) 2021 where a lgn ps high flex xlpe sz 5-6 15mm was discovered to be broken; therefore, it was explanted and changed by a gns ii con ins sz5-6 18mm. The patient was not injured beyond the described event. No other complications were reported.